Event description:
The pt had bilateral silicone breast implants inserted approximately 30 yrs ago. She presented to the operating room on (B) (6) 2010 for complaint of left ruptured silicone breast implant and bilateral micromastia with ptosis. Pre op diagnosis: ruptured l breast silicone implant, capsular contracture l breast; deformity l breast and r chest; r breast deformity s/p previous explantation of silicone implant and capsulectomy. Procedure: removal l ruptured silicone implant (breast); l capsulectomy; bilateral breast reconstruction and augmentation with silicone implants.